Event description:
It was reported that patients experienced skin irritation. Additional case opened from (B)(4).

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that patients experienced skin irritation verbatim: additional case opened from es-bd-22-000049 (pr 4529717) wed (B)(6) 202210:29 am good afternoon to everyone, today I have been with the or supervisor getting some more data about these three incidents. They don¿t know the exact date of each one of the incidents but they were from december. The adverse events have been skin irritations after different orthopedic surgeries (hand and foot), starting around 2 days after the surgery and when they did a post-operative revision were almost gone. The patients didn¿t need any treatment. I am attaching you the pictures thay have sent me. They are also investigating of these cases could be induced by other products such us the post-op dressing or the adhesive from the drapes and gowns. During today¿s visit we spoke with the orthopedic surgeon who is getting the info about these events and she told me that during january and february they had some new events similar to these (skin irritations). These new events have been between 3 and 5. She wasn¿t able to specify. I have requested them to check if there are new cases specifying the date, the surgical procedure, the useful info related to the event etc.. Should I do one report for these new events or one for each report?

Manufacturer narrative:
Photos were available for evaluation. Visual examination of the photos show an apparent reaction to the patient's skin. Unfortunately, without the sample or photo of the sample used, bd is unable to verify the reported issue as it relates to the chloraprep applicator. In addition, a definitive root cause could not be defined at this time. A production record review could not be completed without the batch/lot information available. No further actions are required. This failure will continue to be tracked and trended. H3 other text : see narrative below